Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient who underwent a total hip arthroplasty approximately 3 years ago has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts for additional information have been made but is unavailable at this time.